Event description:
It was reported that the patient received a total revision battery replacement today due to high lead impedance. The surgeon removed 100% of the lead/electrodes and replaced vns system. The hospital would not allow the generator or lead to send back for evaluation. No other relevant information has been received to date.